Manufacturer narrative:
(B)(4). It was reported that a steam pop and a pericardial effusion occurred during the procedure. The returned device was visually inspected upon receipt and it was found in normal conditions. Per the event, the catheter was tested for electrical performance, temperature response and stockert compatibility and it was found within specifications. Furthermore, a cool flow pump test was performed and the catheter passed specifications. A deflection test was also performed and the catheter passed. Finally, the catheter was evaluated for eeprom, carto 3, 4 khz and calibration functionality and it failed the calibration test. Further examination showed that the sensor was within specifications. According to the calibration results and the sensor readings, the calibration test failure was attributed to a potential pc board failure. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The catheter failed the calibration test but the root cause of the pericardial effusion and steam pop remains unknown. The IFU states that careful catheter manipulation must be performed in order to avoid cardiac damage, perforation or tamponade. Management is notified of failure analysis results using monthly complaint trend reporting. An internal corrective action has been opened to address this issue.

Event description:
It was reported that during a pulmonary vein isolation procedure the physician was ablating at 30watts when a steam pop was noted. A pericardial effusion occurred and 150ml of blood was removed from the patient. The patient was stable. Additional information was requested but no response has been received as of today. Additional information will be submitted to the FDA in a supplemental report if received. This event is reportable due to the serious injury that occurred during the procedure.

Manufacturer narrative:
Additional information was requested but no response has been received. No concomitant products have been reported at this time. Device has not yet been returned. Upon receipt, device investigation will be conducted. Additional information will be submitted to the FDA in a supplemental report if received. (B)(4).